Event description:
Additional information received indicates that the screwdriver shaft was stuck into the torque handle, also the screwdriver tip has cross threaded.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation, however photo was provided for review. The photograph attached was reviewed, however the image quality is poor and unable to confirm any defect on the attachment and the reported functional allegation of jammed devices could not be confirmed from the available evidence. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
It was reported that the sig hp rev torq lmt scrwdrvr torque was broken and the hex attachment was unable to be disconnect from the handle with hex threads worn out. No harm to patient or staff occurred. No disruption to operating time occurred.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.